Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/22/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: error message 2 and 4 are observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter was displaying an error (strip fill error) message. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2014, at 8:00 a. M. The patient manages his diabetes with oral medication (metformin) and insulin (humulin 70/30, unknown dosage) and stated he took an increased dose of insulin (humulin 70/30, 5 units) in response to the alleged issue. The patient denied developing symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. At the time of troubleshooting, the patient did not have any testing supplies at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.